Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Insulin pump received with cracked battery tube thread and cracked reservoir tube lip noted. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm. Customer took off the device and reverted to insulin pens. Customer was unable to rewind the device, the device kept alarming motor error alarm. All settings had been set to default. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.